Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer also stated that due to the error message she was unable to test and is feeling weak. She did not seek third party medical intervention and did not self-treat with medication. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.